Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder, there was visible contamination, and there was non-original equipment manufacturer (OEM) super cap and battery present. Unable go into event history log (ehl) or download the ehl due to power up problem. During the functional testing was unable to power up. The main board did not operate as intended due to the counterfeit super cap found in main printed circuit board (pcb). The root cause of the issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pumps replaced main pcb. Performed power up process and uploaded software.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited beeping alarm with green screen. No patient injury reported.